Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, programming parameters and the patient having non-curonix devices implanted have been ruled out as potential causes. Additionally, severe force being applied to the implant has been ruled out. However, it was determined the pain was coming from the si joint which is unrelated to the curonix device. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pain is unrelated to the curonix device as it was determined the pain was coming from the si joint (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain while using their neurostimulators. The patient turned off therapy. However, the pain continued. The patient went to the emergency room and was hospitalized from on (B)(6) 2026. As of on (B)(6) 2026, the patient is scheduled for si joint injections and physical therapy and has resumed therapy. No further information is available at this time.